Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched and kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, an unknown cnv thermal coil was not able to detach when using an enpower control cable (ecb00018200, l16428). The complaint cable was replaced with another cable and the coil was detached. There was no patient injury reported. No additional information is available. The device remains implanted therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the limited information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ failure to detach¿ could not be confirmed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, an unknown cnv thermal coil was not able to detach when using an enpower control cable (ecb00018200, l16428). The complaint cable was replaced with another cable and the coil was detached. There was no patient injury reported. No additional information is available.